Event description:
The customer reported that the unit would not power up.

Manufacturer narrative:
The customer reported that the unit would not power up. The customer evaluated the device and isolated the problem to the power pca. Replacing the power pca resolved the issue.